Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant is not charging, they are not getting the coupling bars shaded in when charging. Patient stated she fell on sunday and broke her right foot and right arm and this morning they are not getting the coupling bars shaded. Patient stated she moved to (B)(6) and she don't have a new doctor for the stimulator. Patient services (ps) asked to troubleshoot device and patient said its too difficult for her the charge because she is right hand and she didn't have the equipment with her to charge the implant. Patient stated the coupling bars showed up but not shaded. Ps confirmed there is no damage to the recharger antenna cord. Ps reviewed falls or trauma could cause the implant to shift or move and change how the devices are connecting. Patient stated she is not sure she can get to see a new doctor soon because her foot and arm have to heal. Patient asked about ins going into overdischarge state and ps reviewed overdischarge information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.